Manufacturer narrative:
(B)(4). The leak occurred due to the hole in the tubing; however, the cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the silicone tubing of a uv flash transfer set, and that the silicone tubing leaked. This occurred during patient use. The reporter stated that the product was used for two months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation. Visual inspection and leak testing revealed a cut in the tubing approximately 1 9/16 inches from the sleeve. Clear passage and clamp function testing were performed with no issues noted. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.